Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records for probable lots. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pn site care.

Event description:
Patient had surgery to install a digit widget external fixation device. Digit widget had to be removed due to a pin tract infection.

Event description:
Patient had surgery to install a digit widget external fixation device. Digit widget had to be removed due to a pin tract infection.

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records for probable lots. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pn site care.